Event description:
Report received of an over-delivery of morphine sulfate. The pump was programmed to deliver morphine sulfate to the pt. The pump settings were not known by the customer contact. According to the reports the co received, the pump was returned to central supply with a note that said "delivery of 30mg of morphine sulfate into the pt within 40 minutes, settings were correct". There was no reported adverse pt event. The md was notified and no medical interventions were required for the pt. Though requested, there was no further information available.